Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset was observed upon interrogation of the cardiac resynchronization therapy defibrillator (crt-d). No action was taken and the device remains in use. No patient complications have been reported as a result of this event.